Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an alarm occurred 10 days after intubation. When the endotracheal tube was checked, air was leaking from the cuff. The event occurred during patient use/administration at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The received product was no damage or anomalies were observed. In attempts to replicate clinical use the tracheal tube was inflated using the returned syringe. It was observed that the cuff inflated however it deflated. The cuff was inflated again and put in a water bath. A leak was observed to be coming between the base of the cuff and the main tube. Upon further inspection a channel was observed. The complaint of air leakage can be confirmed. The probable cause is due to a welding error during manufacturing in tijuana.